Event description:
Consumer reports inaccurate reading bd logic meter. Analysis run on clark error using competitive meter readings as ref. Point (120,155) vs. Bd readings (247,158) = data point fell into "c" zone of the grid (unacceptable ranges).